Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. No patient symptoms or additional information was reported.